Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy never worked for the patient. During the implant procedure, the doctor was able to get pulses going to the scrotum and said, "yay that's a home run." However, after implant the patient continued to have urinary frequency and only went from about 18 to 15 episodes. They turned the device off because they felt it was not helping them, but recently saw a new managing physician who turned the device back on june 23rd. It made the frequency worse and the patient started going 30 times a day. They contacted the physician who told them to just turn it off which was the reason they were calling the manufacturer help line. Patient programmer use was reviewed and they were able to successfully turn therapy off.